Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not see physical damage but the insulin pump was making a grinding noise. The insulin pump was bumped a few times. The insulin pump alarmed no delivery. Her blood glucose level was 479 mg/dl. The night before she was feeling sick due to her high blood glucose level. The customer treated her blood glucose level with a manual injection. When plugging the infusion set and removing the reservoir, pieces of the reservoir broke off. The device was not returned.